Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted the glucose hexokinase_3 (gluh_3) calibration and quality control (qc) were acceptable. Siemens assisted the customer and dispatched a customer service engineer (cse). The cse verified the mixers, impellers, and alignments and performed an autocheck. The sample mixer failed. The sample mixer and dilution mixer assemblies were serviced, replaced, realigned, and tested. The autocheck was performed a second time, and no error was noted. The cse performed a follow-up post-service repairs and noted that qc was acceptable. There was no recurrence of an abnormal gluh_3 result. Siemens reviewed the data files from the atellica ch 930 analyzer and noted the abnormal reaction flags, and the sample mixer did not pass checks. Therefore, the potential cause of a falsely depressed gluh_3 result is due to a failed sample mixer. Siemens identified no potential product issue and noted the analyzer is operating as specified. No further evaluation of the device is required.

Event description:
The customer obtained a falsely depressed glucose hexokinase_3 (gluh_3) result for one patient on an atellica ch 930 analyzer and reported the result to the physician(s). The customer performed repeat testing with the same patient sample and alternate atellica analyzer, and the result was higher and considered correct. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed gluh_3 result.